Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(4)) displayed user advisory "ua12" (lifeband not present) was confirmed during functional testing and archive data review. The root cause of the reported complaint was due to the belt switch arm was not parallel with switch block face. No physical damage was observed on the autopulse platform during visual inspection. During archive data review, observed multiple ua12, thus, confirming the reported complaint. Initial functional testing failed due to ua12 (lifeband not present) displayed on the autopulse platform, thus confirming the reported complaint. Performed the lifeband clip detect switch inspection. Observed the switch arm was not parallel with switch block face. This will cause the platform to display user advisory 12 during the compression or when powered on. Using standard belt clip test aid, adjusted the switch arm parallel to the switch block face. Verified that the switch closes and the platform does not display user advisory 12. The platform was tested using a regular standard size manikin with good known test batteries until discharged without any fault or error. Awaiting customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial (B)(4)) displayed user advisory "ua12" (lifeband not present). User swapped out the lifeband but error message persist. No consequences or impact to patient.